Event description:
63 year old male patient treated with impella cp and later escalated to impella 5.5 due to acute myocardial infarction. Patient arrived as non¿st-elevation myocardial infarction (nstemi), patient planned for high risk percutaneous coronary intervention with impella support for the next day. Patient then developed st changes and brought to catheter lab for urgently for impella placement. Successful placement of impella via right femoral artery. Vascular surgeon came in to perform angioplasty performed prior to 14 fr sheath of right iliac coded here for due to complexity of the revascularization the cardiovascular surgeon on call was consulted, with redo and low ejection fraction too high risk for a emergent coronary artery bypass grafting. Decision was made to transfer patient to a different hospital. During loading into aircraft cut the tubing line on accident from the purge solution. Called and disconnected long portion of purge tubing and connected yellow port for 5.5 purge solution while a replacement purge cassette was brought to the airport. Patient was loaded onto aircraft with new tubing and transferred to new facility without issues. No harm to the patient and continued support was never interrupted. Peel away sheath was still in place and the blue hub not sutured down upon arrival at new site and impella found to be shallow in left ventricle. Pump repositioned at bedside but impella facing lateral wall so difficult to advance. Impella position not according to recommendation in instructions for use left at 2 cm in left ventricle, but urine output was clear to yellow so no further attempts to reposition was made at this point. Blue hub sutured to leg and site re-dressed. Distal pulses on leg faint but still present. Patient very uncomfortable in bed and another repositioning and swan ganz catheter insertion in cath lab. Two days after support start with impella cp, patient was escalated to impella 5.5, patient experienced ventricular tachycardia and had to be put back on further medical support with vasopressors - coded for tachycardia and medication required. Patient remains critically ill but stable on impella support. Labs showed elevated lactate dehydrogenase (ldh) and plasma-free hemoglobin (pfhgb) but contributing that to cardiopulmonary resuscitation and vascular repair. To be safe, point-of-care ultrasound (pocus) completed and showed pump in good and shallow position with inlet free in the mid left ventricular space. Coded here conservatively for hemolysis and serious injury even though above reasons are contributing factors to higher values in lactate dehydrogenase isoenzyme. Patient being prepared for durable left ventricular assist device and receiving packed red blood cells for hemoglobin 7.2. Patient successfully bridged to durable lvad.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.